Manufacturer narrative:
(B)(4). The actual device has been rec'd and the investigation is ongoing at this time. A f/u report will be provided when the investigation results become available.

Event description:
(B)(4).